Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model and serial numbers unknown. Lasso catheter, model and lot numbers unknown. St. Jude medical transseptal needle, model and lot numbers unknown. St. Jude medical sl1 sheath, lot number unknown. Manufacturer's ref. No: (B)(4). Catheter flow was set to 17ml/min with power below 30w, and 30ml/min at 30w and above. No spi value was shown. The catheter was zeroed after the initial warm-up phase, and the carto 3 system did not indicate to re-zero it during the procedure. The catheter was near a lasso catheter at the time of injury. No error messages presented on any biosense webster equipment during the procedure.

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the use of any biosense webster products, one of the sheaths in use broke, leaving a large portion of it inside the patient. A balloon was inflated to lock off the sheath, and it was successfully removed. A 60-minute delay was encountered because of the difficulties with the sheath, which was not a biosense webster product. The procedure was then finished successfully. Post-procedure, the patient suffered the tamponade. Three separate pericardiocenteses were performed, with a total of 1l of fluid being removed. The patient was reported to be in critical condition with unstable blood circulation. Extended hospitalization was required to stabilize the patient. The physician noted that the cause of the tamponade is ambiguous, and that it may have been related to the broken sheath, ablation or the transseptal puncture. There are no patient factors that may have contributed to the injury. A transseptal puncture was performed with a st. Jude medical transseptal needle a st. Jude medical sl1 sheath. Overall ablation time and last ablation cycle time at the site of injury are unknown. The generator was being used in power control mode with the default power and temperature settings for the catheter. Temperature/impedance/power values at the time of injury are unknown. Power was titrated according to the tissue being ablated (20w at the posterior wall, 30w maximum at other locations). Anticoagulants were administered, with activated clotting times being maintained between 300-350 seconds.